Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had to press buttons harder a couple times before to respond. Customer also reported unexplained, no delivery alarms. Customer declined transfer to 24 hour technical support. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
The p-cap or reservoir locked properly during testing. Device passed rewind, seating, basic occlusion, occlusion, force sensor, self test and displacement test. No unexpected insulin flow blocked alarms were noted. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms or keypad anomalies noted. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay. Device received with faded serial number label. (B)(4).